Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that the patient was experiencing tachycardia and reported to the hospital. The patient was treated with medication and the heart rate concern was resolved. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.